Event description:
It was reported that the patient, implanted in 2001, had been sent a new cable and audio processor by med-el. Reportedly she also had changed the coil and battery frame.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.